Event description:
During surgery, the handle of the articulated arm went out of its space. Handle was put back in place by operator of the device.

Manufacturer narrative:
The tightening handle was found to be disconnected from the articulated arm. The rest of arm was undamaged. The handle disconnected most likely due to excessive force or over tightening of the handle. Repair was performed on the handle and the handle was reattached to the articulated arm. Pressure was applied by hand to test the strength and the articulated arm could perform as intended. After the repair, a visual inspection was performed also and the arm conformed to specifications.